Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the first vasoview hemopro2 worked for about 3 activations and then would not work anymore. The adaptor was switched, but the device still would not work. Then a new kit was opened. There were no pt effects reported as a result of this product problem. The product was returned.

Manufacturer narrative:
Investigation summary: a visual inspection revealed that there were minimal signs of usage. The heater elements were bowed out slightly. The device had minimal evidence of blood. Resistance measurements did not pass specifications. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device did not perform as expected during the device activation, it would not power up. The handle was opened up and it was observed that the heater wire was detached from the switch weld. Based upon this observation and the functional test, the reported complaint for "stopped working" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).